Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty , the stapler was not able to fire. To resolve the issue in order to complete the case, they had to replace the load. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, at the time of the first firing in the patient¿s stomach the load stopped, preventing stapling. The load has been replaced and the procedure completed successfully. To resolve the issue in order to complete the case, they had to replace the load. There was no patient injury.